Event description:
Boston scientific crm received info that this pt with this implantable cardia defibrillator (ICD) sys was experiencing farfield sensing on the nonbsc (6944) shock right ventricular (rv) lead, which resulted in oversensing and many nonsustained episodes. Due to the oversensing, all three system leads were explanted along with the ICD, which was only in service for 14 months. It was noted that this pt is not pace-dependent, and there were no inappropriate shock episodes resulting. All dates were provided by boston scientific. There was no event date, therefore, we are using the explant as the event date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.